Manufacturer narrative:
Distributor performed evaluation and any necessary repair. Distributor performed evaluation and any necessary repair.

Event description:
It was reported by the distributor that the power cord had bent prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the distributor that the power cord had bent prongs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.